Manufacturer narrative:
Correction information was provided in d.4. The manufacturer internal reference number is: (B)(4).

Event description:
A consumer reported that following an intraocular lens (iol) implant procedure, consumer was disappointed with intermediate vision focal length, watching a 65' high def tv with uhd still requires that patient has to wear glasses to achieve complete acuity and sharpness. Patient long range (ie: driving) is good and patient can usually make out my instrument panel in my car, but somewhat blurred. Additional information was requested and received stating patient is experiencing functional vision worse for close range than before the implants. Now when patient eat or read. Food or phone is blurry than prior to implants. Patient was using glasses to watch tv and read the computer.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).